Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6). Product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that during a spinal cord stimulation (scs) implant procedure, the patients left leg had lost some functionality. The physician removed all devices, and the procedure was aborted. The patient then regained feeling in the leg. The physician does not believe that the event was related to the device and that nothing happened during the procedure that may have caused or contributed to the event. The explanted devices were discarded by the medical facility and will not be returned for analysis.